Event description:
The patient's family member reported that patient was feeling hypoglycemic and performed a test on the suspect device. Patient obtained a blood glucose result of 124mg/dl. Patient couldn't function properly and called the ambulance. Emt's was taken to the hospital and given a glucose IV. Patient was also taken off avandia and put back on glucotrol. Patient was placed on avandia about a week prior to the event. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.